Event description:
During abdominal aortic aneurysm (aaa) repair with endoluminal graft, a renal stent was unable to advance over the guidewire. A second device was used without incident, it is unknown if it was the same or different lot number.